Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31599458l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
The report indicated that after and atrial fibrillation (afib) ablation procedure with varipulse catheter and the patient experienced silent cerebrovascular lesion confirmed with magnetic resonance imaging (MRI). It was reported that during pulmonary vein isolation (pvi) ablation using varipulse catheter for long-standing persistent atrial fibrillation. After that, cavotricuspid ishmus (cti) was performed using fantasista (medtronic¿s). The high flow rate was set to 15 ml. During the procedure, there were no issues with the electrophysiology (ep) products or the patient's condition. The next day, MRI performed, and the occurrence confirmed silent cerebral infarction llesion (scl). The physician assessment of the health hazard was that it was non-serious (moderate/minor). No extended hospitalization, and causal relationship with product. The physician's opinion on the relationship between the event and the product was that it might not have been ideal that the high flow rate was set to 15 ml instead of 30 ml. No abnormalities observed prior/during use of the product. The patient medical history and concomitant diseases were long-standing persistent atrial fibrillation. Cerebral hemorrhage in december 2017. Heart failure. Additional information received indicated that the physician¿s opinion on the cause of this adverse event was the procedure. The physician believed there was a correlation between the event and the varipulse. The high flow rate setting of 15 ml/min instead of 30 ml/min might not be appropriate setting. The energy delivered for ablation was pfa. No evidence of char during the procedure. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. No additional intervention was required. The outcome of the adverse event was unchanged. The patient was asymptomatic and was discharged from the hospital around august 1. The activated clotting time (act) before procedure was not measured. The act during procedure was over 350 seconds. One catheter/sheath was used for each for catheters exchanges. One transseptal puncture site was performed during the procedure. The number of performed ablations was 25 ablations for pvi only with pfa energy, and withing the pulmonary veins. No ablations were performed outside the pulmonary veins. No evidence of char or blood thrombus/clot during the procedure. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. The patient¿s rhythm during ablation was af, and the arrhythmia treated was psafib. The type of electrophysiology procedure being performed was a new procedure. Pre-ablation thrombus check was performed, and no thrombus noted. The patient did not have any anatomical abnormalities.

Manufacturer narrative:
On 26-aug-2025, additional investigation information was received. As such, the investigation conclusion has been updated as follows, including additional h6. Investigation findings and 6. Investigation conclusions codes: it was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias have not been established. Internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (IFU)s are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction: on 23-sep-2025, it was noticed the following codes were incorrectly reported in the 3500a supplemental (follow-up) medwatch report #1. The incorrect codes were reported in field h6. Investigation conclusions (code: "cause traced to user - d11") and h6. Investigation findings (code: "usage problem identified - c23") please consider these codes removed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).